Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn and short. The timing and cause of this damage is unknown. It could not be determined if the observed damage to the soft cannula contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. No specific treatment information was provided. The device was originally reported for insulin leaking during wear.